Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The visual analysis revealed further cuts into the insulation 23cm and 40cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ra lead became dislodged during extraction of the rv lead. The lead was explanted. Should additional information become available, this file will be updated.